Manufacturer narrative:
Suction loss may occur as a result of the patient interface (pi) device losing reservoir vacuum or a damaged pi ring or damaged tubing. Suction loss may also occur due to poor docking, patient anatomy, squeezing or patient movement during treatment. The treatment settings are user selected and may vary depending on surgeon preference and/or patient eye anatomy. Bubbles formed outside of the eye can be a result of incorrect docking. Inadequate suction or extra bubbles would prevent the wavelength (laser beam) from transmitting and affect the quality of the incisions. The field service engineer (fse) visited the site and evaluated the system due to the reported event. System was tested and verified to meet specifications. No system issues were found that could contribute or be the cause of the reported event. Surgery support was provided and all cases were completed without any complications. Based on the information obtained, as well as the aforementioned factors to suction loss and bubbles, the root cause of the reported event cannot be determined conclusively. The system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported during lasik flap creation, suction was applied and an isolated bubble super-temporal was noted. Doctor decided to proceed with the procedure and noted good gas evacuation, and observed additional fluid and bubbles forming super-temporal, extending across the entire superior and super-nasal aspect of the conjunctiva. During the creation of the side-cut some fluid and bubbles extended into the peripheral aspect of the cornea super-temporal. The company clinical application specialist (cas) was on site during the procedure and discussed with the doctor possible side cut tags or small area may be incomplete in this area. The flap was lifted, and a small tag super-nasal, about one clock hour position, and before the hinge incomplete side-cut was noted. The doctor extended the flap back and a slightly larger hinge than normal was observed. Excimer laser treatment was applied to the exposed stromal with no issues.